Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be jumping. Review of the pump data logs by tandem technical support confirmed the battery gauge dropped from 70% to 5% within 15 minutes. The customer's blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.